Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimul ator (ins) for non-malignant pain. It was reported that the patient complained of left side battery pain. It was reported that the battery was moved to the opposite side. No diagnostics were done and no additional actions were required. It was reported that surgical intervention was performed and the battery was moved from the left side to the right side. The issue was resolved at the time of the report. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.